Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the pressure transducer test during pre-use check. Our field service engineer investigated the ventilator on site and found that the issue is in the pressure transducer printed circuit board (pcb). Both pressure transducer pcbs have been replaced. The replaced pressure transducer pcbs were returned for further investigation. The returned pressure transducer pcbs have been tested on a ventilator. One of them succeeded in pre-use check without any failure. However, the other one failed in pre-use check with internal leakage, pressure transducer and safety valve tests. It was not possible to determine the reason of the pressure transducer pcb failure. Therefore, no root cause can be established. A defect pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check.